Event description:
The customer stated that the paramedics were called after the customer suffered a low blood glucose reading of 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The customer stated that he may have given himself too much insulin when treating his blood glucose levels. The customer also stated that he cannot hear the audio tones very well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. A cracked reservoir tube was noted during visual inspection.